Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's stimulation changed following a fall. The patient has unintended stimulation in the abdomen and lost stimulation in her back. Images revealed the leads have migrated. On (B)(6) 2014, the physician repositioned the leads and added anchors. The patient's stimulation has been restored. Note the patient received two leads from the same lot number.